Manufacturer narrative:
(B)(4). Investigation summary: upon evaluation of the customer returned photo, the customer¿s product issue of ¿gel in cap¿ was observed during visual inspection of the photo. No samples were returned; therefore, the investigation is limited. The barrier material dispensing machines alignment bar and nozzles are cleaned before starting production. If a nozzle is exhibiting excessive oozing or stringing of gel from the nozzle tip, the diaphragms will be changed on the nozzle in question. This stringing can cause there to be gel at the open end or top of the tube. These defects are culled at the gel dispense operation and when the 300 batch trays are placed on the production line. This defect would not be able to be seen once the shield/stopper assembly is placed on the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that prior to use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes foreign matter "gel" was discovered inside cap. The following information was provided by the initial reporter: it was reported that there is gel in the cap.